Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up.the pulse generator was in backup vvi. After a device software download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.